Manufacturer narrative:
The device was discarded by the customer which prevents a full investigation and analysis of the root cause of the event. However, a DHR review of this lot was conducted. The performance specifications and the components demonstrated high process capability to the specification. There were no abnormalities or deficiencies found. Although the specific root cause cannot be determined, this failure mode has been identified in the risk management file and can occur if the tissue strips contained within the sample management system are not fully aligned or seated properly as instructed within the IFU. The sales rep also provided additional instruction to the customer on how to properly seat the tissue strips in the sms. No serious injuries occurred during this event. However, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction pursuant to 21 cfr 803.

Event description:
The sales rep reported that the tech found samples in canister after the procedure was completed.